Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-02952 and 1627487-2013-02953. It was reported the pt does not like the way stimulation feels and wants her system removed. The pt also reported she experiences pocket heating while charging. A new le charging system was sent to the pt. F/u indicated the pt declined to meet with a sjm rep and wants to move forward with an explant. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.